Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The reported cause of the patient¿s peritonitis was the patient leaving the doors open and the fans on during pd therapy. Per the fresenius peritoneal dialysis patient guide, all fans should be turned off during pd therapy. Air movement carries germs in dust particles increasing the risk for contamination. Based on the available information and no allegation or evidence of a defect or deficiency, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis.

Event description:
On (B)(6) 2022 this female peritoneal dialysis (pd) patient contacted fresenius technical support for a drain complication. During the call it was reported that the patient was on antibiotics. Additional information was obtained through follow-up with the patient care technician (pct). The patient presented to the pd clinic on (B)(6) 2021 with complaints of cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (1 dose, volume unknown) and ceftazidime (dose, frequency, and duration unknown). The pd effluent culture resulted positive for klebsiella pneumoniae. The patient continued to be administered the ip ceftazidime. The cause of the peritonitis was attributed to the patient leaving doors open and fans on while completing ccpd therapy utilizing the liberty select cycler. The patient had a repeat culture on (B)(6) 2022 which was clear. The patient has recovered from the peritonitis event. There were no issues reported with any fresenius product(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 01/jan/2022 this female peritoneal dialysis (pd) patient contacted fresenius technical support for a drain complication. During the call it was reported that the patient was on antibiotics. Additional information was obtained through follow-up with the patient care technician (pct). The patient presented to the pd clinic on (B)(6) 2021 with complaints of cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (1 dose, volume unknown) and ceftazidime (dose, frequency, and duration unknown). The pd effluent culture resulted positive for klebsiella pneumoniae. The patient continued to be administered the ip ceftazidime. The cause of the peritonitis was attributed to the patient leaving doors open and fans on while completing ccpd therapy utilizing the liberty select cycler. The patient had a repeat culture on (B)(6) 2022 which was clear. The patient has recovered from the peritonitis event. There were no issues reported with any fresenius product(s).